Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Biohorizons worked with new vendor, sparta, to develop reports to show records showing in a state of open within 7 days of the 30 day reporting date. Biohorizons to access daily reports within the biohorizons organization within the new complaint system. As part of client review, sparta is pro-actively monitoring the biohorizons org for records not advancing. During this monitoring, sparta is staying in constant contact with biohorizons of records not advancing and the usage of the newly developed reports for records not showing in a closed state.